Manufacturer narrative:
A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR for eval.

Event description:
Date: (B)(6) 2015 - line was reportedly removed (B)(6) 2013 due to an alleged site infection.